Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor seized, jammed, was heavy moving and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery reamer/drill device had an unspecified defect. During in-house engineering evaluation it was observed that the motor seized, jammed, was heavy moving and running rough. It was not reported if there were any delays to a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.